Manufacturer narrative:
This is a supplemental report to provide additional information. There was no additional report for the confirmatory result of the subject device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The lineal fragment that seemed to be the tissue pad was confirmed. The tissue pad was partially separated, severely worn and the metal part exposed under the pad. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report from the customer. *during a procedure for pneumothorax, the subject device was used. After 30 minutes since the procedure began, the tissue pad of the subject device was partially separated. There was no report that the fragment fell. The intended procedure was completed with another device. There was no patient injury reported.